Event description:
Pt noted with malfunctioning groshong catheter. Upon fluoroscopic examination, the catheter was noted to be fractured with a piece of the catheter found in the vascular system. The catheter as well as the fractured piece was retrieved from the pt. Pt subsequently underwent removal of the old groshong catheter placed one month prior. A new catheter was then placed without any further complications.